Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was vomiting all night and was sick for a few days. Customer stated that he doesn't believe that he was getting enough insulin. Customer was hospitalized from mid to late (B)(6) 2015. Customer's blood glucose was 400-500 mg/dl. Customer was sick possibly due to food and wasn't eating. Customer had diabetic ketoacidosis. Customer was treated with an IV, glucose, potassium, and salt water. Customer was wearing the pump at the time of the hospitalization. Customer declined troubleshooting.